Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose in the 300-400's mg/dl due to bent infusion cannulas. Normal blood glucose is 150-180 mg/dl, and pt used insulin injections to decrease her blood glucose. Pt stopped using the infusion device and is now on injection therapy. There were no issues during preparation, insertion, or removal of the infusion set. She reported the infusion sets caused her to have cellulitus. Pt had to change the headset every 1.5 days due to this and the bent cannulas. There was no insulin leakage. Insertion device was used to insert the headsets. This first occurred in (B)(6) 2010 and she experienced these issues more than once. No product will be returned for eval. The pt did not require assistance from a health care professional or second party to address the issue.